Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. The pump was inspected and powered up, it alarmed with blank screen. It was also found that the lcd display was damaged. Further investigation of the pump determined that the microprocessor board and lcd display were damaged due to fluid ingression. Fluid ingression was the root cause of the issue. Service will replace the microprocessor board and lcd display to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited alarm with blank screen and had damaged screen. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects reported.